Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the rubber at the distal end peeling off could not be identified. The event can be detected/prevented by following the instructions for use which state: important information - please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The bending section rubber failed the leak test. It also had a megaohm value of 0 due to a hole in the rubber. The distal end plastic had scratches/dent. The bending section rubber glue cracked. The bending section charge coupled device shrink tube was cut. There were dents in the insertion tube with a scratch on the boot. The control knob made a clicking noise and the labels were all worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope distal end rubber was peeling. There were no reports of patient harm associated with the event.